Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse reaction after 4 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, skin irritation, and "redness at the carbon puncture points" of the sensor. Customer had contact with a dermatologist on (B)(6) 2018 and was prescribed fucicort (fucidic acid, an antibiotic and cortisone combination) cream for treatment. There was no report of death or permanent injury associated with this event.